Event description:
Additional information was received that there were not multiple pipeline devices being used when the movement occurred. There was no friction or difficulty during delivery or positioning. The pipeline was not implanted at the intended location. The device did not jump and the tip of the catheter was not moved during deployment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that at the beginning of the procedure, the physician noticed the sleeve clamped the distal end of the pipeline. Even if the doctor used a phenom27 to resheath the pipeline, the sleeve could not be successfully pushed away, so doctor planned to deal with the distal end issue after releasing the pipeline. It could be clearly seen from the images that when the pipeline was continuously released, the tip wire and pipeline could not be separated, so it was completely impossible to push the pipeline to make any adjustments during the release process. After the distal end of pipeline was released, doctor found that even the proximal end of pipeline was not open. Doctor tried to use secpter c to open it, but doctor found that neither the wire nor the microcatheter could be hooked into the pipeline because the proximal end of pipeline had twisted and completely closed. Because the patient h as neither aca nor p1 on the right side, the only solution was to solve it from the ica proximal. Doctor used a solitaire 4-20 to solve the twist, but the proximal end was still closed, and using ntg still didn¿t help. Later, doctor continued to try to remove the hook, the result was that the carotid-cavernous fistula (ccf) was poked out. However, because of the ccf, the blood vessels in the proximal position gradually expanded, and the ped proximal gradually opened. Doctor took advantage of the proximal opening to quickly send the wire and microcatheter in, and inserted the proximal into the proximal. A pipeline was held open in the unopened position. Because of the ccf, doctor also installed a second ped (ped2-500-20). Just like the first one, the sleeve clamped the distal ped. However, this time the ped was successfully released. Doctor just had to hold the distal open later. At that time, doctor couldn't make the ped completely adhere to the wall. Doctor judged that there was something wrong with this ped. Finally, doctor quickly plugged the coil to fill the hole in the ccf. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU).   The patient was undergoing surgery for treatment of a fusiform, unruptured right internal carotid artery (ica) aneurysm with a max d iameter of 12mm and a 12mm neck diameter. The landing zone artery size measurements were 4.5mm distally and 4.5mm proximally. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered and the platelet reactivity units (pru) level was 100mg aspirin and 75mg plavix. The images taken during the placement of the pipeline, it can be seen that the proximal end is fully closed. Images showing the embolization of the ccf.   Ancillary devices include an axs guide catheter, asahi fubuki 6f guide catheter, phenom plus guide catheter, phenom27 microcatheter, sl10 microcatheter, headway 21 microcatheter, headway 17 microcatheter, synchro guidewire, asahi chikai 0.010" guidewire, asahi chikai 0.008" guidewire, apb-5-20-hx-ss coil, fc-4-15-3d coil, target 360 soft 5mm coil, target 360 soft 6mm coil, target helical ultra 4mm coil, solitaire stent, scepter xc 4*11mm.